Event description:
It was reported that this artificial urinary sphincter (aus) stopped working as the cuff tab unbuckled. A surgical procedure was performed to remove and replace the cuff. There were no patient complications reported.